Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported seroma was found in one of the implant capsules on an unspecified side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b.5.

Event description:
This is for the left side.

Event description:
Patient reported seroma was found in one of the implant capsules on an unspecified side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d2a, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side seroma was found in one of the implant capsules. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d4, e1, h4, h6.

Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Seroma-late: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported seroma was found in one of the implant capsules. This is for the left side. The device has been explanted.